Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue on product. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6: type of investigation code 4110 should be removed from additional MDR as it is not applicable h6: investigation findings code 213 to 114 previous code not applicable. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/1.5/091 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a longer length lens due to low vault. It was reported that this exchange did not resolve the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).